Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their pump was not connecting to the communicator/handset. The patient stated that they were getting a message that said retrieving pump settings and it was incrementing up and when it got to 90% it just stalled there. The agent had the patient close all apps and try to connect to the pump again. The patient was then seeing service code 156 (application restarting due to system error). The issue was not resolved through troubleshooting, and the patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they had an appt with their healthcare provider on the 15th.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software; product ID: hh90t01, serial# unknown, product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.